Event description:
It was additionally reported the patient had an infection at the generator site. No additional relevant information has been received.

Event description:
Per the provider, the infection was at the old incision site. Patient had drainage and redness at the site. Wound care was performed. Replacement vns generator was placed in a new incision close to left axilla. Site is healing well. No additional relevant information has been received.

Manufacturer narrative:
Device evaluated by MFR?, (B)(4), device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient wound had opened up and the implant was visible. Patient was admitted and had a wound washout/debridement performed due to wound dehiscence. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
It was reported that the patient was scratching their suture when they were originally implant. This caused the generator to start coming out. Patient went into surgery. The generator was removed, wound was cleaned with antibiotics, and a new generator was implanted. Patient is being kept in the hospital for 2-3 days. No additional relevant information has been received.